Event description:
The customer reported multiple error codes messages displayed on the unit. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported multiple error codes messages displayed on the unit. Through follow-up, customer stated there was no patient involvement.